Manufacturer narrative:
Sections with additional information as of 17-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer did not know her expected glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test performed by the customer non-fasting and produced test result of hi using true metrix air meter (customer had eaten one hour before). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is 03/15/2021. The meter memory was not reviewed for previous test result history. Customer stated she was going to perform another blood test in 1-2 hours to see if her blood glucose level went down.